Event description:
It was reported that the customer received a motor error alarm. It was also reported that the customer received an unexpected restart alarm. Customer's blood glucose level at the time ranged from 45mg/dl to 120mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The insulin pump passed the basic occlusion test and the displacement test. No motor error alarm was noted. The motor passed the motor test. The insulin pump passed the resest test with no error alarm. The insulin pump was received with cracked battery tube threads, a cracked reservoir tube lip, cracked reservoir tube, and minor scratches on the display window.